Event description:
It was reported by the customer that the cannon catheter was implanted via right internal jugular vein in 2006 without event. In 2008, a leak was detected in the red arterial line of the external connection. When the user observed the leak, it was discovered that only the hub connection assembly (car) needed to be exchanged. As a result, after the exchange of the external connection (car) the pt followed with normal dialysis. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.